Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. G4: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the device was harvested from the left thigh and it was noted to lacerate the skin full-thickness into the subcutaneous fat upon initiating a harvest of the medial left thigh. The customer returned an air dermatome device, serial number(B)(6), for evaluation. The customer also returned a hose and 1 inch/2 inch/3 inch/4 inch width plates, for evaluation. Product review of the air dermatome on (B)(6) 2019 revealed that the poppet was stuck down in the operating position and the control bar was below the correct position. The o-rings on the poppet assembly were causing the poppet to be stuck. The calibration and motor speed were both within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the screws and o-rings. The control bar was also adjusted to the correct position. Air dermatome, serial number(B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number 300185551 dated (B)(6) 2019. While the returned product investigation confirmed that the control bar was below the correct position causing the unit to cut too deep, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the screws and o-rings were replaced and the control bar position was corrected. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device not cutting properly while harvesting from the left thigh and it was noted to lacerate the skin full-thickness into the subcutaneous fat. The event occurred during surgery and there was no harm, 20-30 min delay reported while patient was under anesthesia. No other consequences were reported. No other adverse events were reported as a result of this malfunction.